Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual evaluation was performed. Fracture identified at threads of the screw. DHR review was completed for the subject lot number 1237548. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1237548 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported fracture of gold-tite hexed screw at tooth site 36, so that crown was loose. Implant ioss411 remains implanted. A new implant distal of the current one (ioss411) has to be placed. New prosthetic and bridge will be placed. Placement date of screw: (B)(6) 2020. Removal date: (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4).